Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the report of driveline outer jacket damage cannot be confirmed. It was reported that there was hole in the silicone sleeve of the patient¿s driveline. The patient was asymptomatic. The patient's log file was submitted which captured the device operating as expected at the set speed of 9200 rpms. Pump power, flow, and pi ranging from 4.5-7.0 watts, 3.5-5.5 lpm, and 4.9-6.4, respectively. No unusual events were captured in the log file the heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was later reported on (B)(6) 2019 that the driveline was repaired with rescue tape. No further information was provided.

Manufacturer narrative:
Approximate age of device: 2 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was a hole in the silicon part of the driveline. The patient was asymptomatic and the log file appeared normal. The hole was cosmetic only and it was recommended that the hole be covered with rescue tape. No further information was provided.